Event description:
A pt was injured while being moved in a sabina ii pt lift. Details of the incident are presently being investigated. Once clear, concise info is gathetered a final report will be submitted.

Event description:
A pt was injured while being transported in a sabina ii pt lift/hoist. According to the facility, while moving the pt backwards from a chair to a bed, the patient's foot became wedged under the lift's foot plate. The caregiver then manually pulled the patient's foot out from underneath. The pt sustained a distal left tibia and fibular fractures. It is unclear which action caused the injury. The equipment was inspected by liko's local distributor on march 21st. The lift's foot plate was properly positioned and the shin support safety strap and buckle were attached and functioning properly. All other lift components were devoid of any defect. It is the position of liko inc. That if the caregiver had properly attached and tightened the shin support safety strap around both pt legs, securing the strap buckles to the padded shin support as instructed during training, it would not have been possible for the patient's foot to come off the foot plate and become wedged under the lift.